Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. The user facility reported the procedure was completed with a different endoscope and laser device. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the presence of a burn mark at the instrument channel, and a hole was observed in the bending section. The device failed leak testing. Additionally, two broken metal braids were observed to be protruding through the bending cover on the insertion tube. There were also scrape and shear marks observed on the instrument channel at 10-40mm from the distal tip. It was determined that the reported phenomenon was attributed to physical damage. (B)(4). This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic cystoscopy laser uretero stone procedure, the laser beam from a laser fiber contacted the scope causing a burn on the device. There was no pt harm reported.